Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required, updated fields: d8,h2,h3,h4, h6, h11. Corrected fields: d9 - date returned to mfg, e1 ((B)(6) szpital zespolony im. L. Rydygiera w toruniu, 2 letters were omitted). The device was returned to the regional repair center. For inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to disconnection in the cable unit the endoscopic image could not be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit the endoscopic image cannot be displayed a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the processor of the subject device, after connecting the camera, did not see it and there was no image. The issue occurred during installation before the procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.